Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-nov-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 05-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that  its been quite a while, probably 8 months ago, she tried to recharge her implant and discovered it wasn't working, she could not charge her implant so it's not working. Pt said she has a hcp who wants a medtronic to be at her appointment on april 1. The patient was redirected to their healthcare provider to further address the issue. Rep reported that patient stated that her device stopped working and has not worked for awhile. She believes one of the leads broke. Patient stated that device did not help her leg pain but helped in her legs.